Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the distal shaft 21.2cm from the tip. The collar it separated and there are multiple kinks along the hypotube. Microscopic inspection revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the reported event.

Event description:
Reportable based on device analysis completed on 08dec2020. It was reported that device tip lifted up. The 90% stenosed target lesion was located in the mid and distal end of left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device tip lifted while the stent and balloon could not advance. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a separated collar.